Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture surgical intervention.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "two- to 4-year followup of a short stem tha construct: excellent fixation, thigh pain a concern" written by richard l. Amendola ms, devon d. Goetz md, steve s. Liu md, and john j. Callaghan md published by clinical orthopaedics and related research on 14 july 2016 doi 10.1007/s11999-016-4974-1 was reviewed for MDR reportability. The article's data was compiled from 248 hips. The stem utilized was a tri-lock bone preservation stem. All together there were 5 re-operations : 2 for infections -1 entailed femoral revision, 2 for heteroptic ossification and one for thigh pain which entailed femoral revision. The two hips with heterotopic ossification were bilateral thas in the same patient and neither required femoral revision. No further details are given regarding revision surgeries or other adverse events. Adverse events: surgical intervention, pain, infection, heterotopic ossification. Impacted products: depuy trilock stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.